Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. One of the instrument's pitch cables at the distal clevis hub was broken. The cable segment that contains the crimp is still installed. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the wire on the permanent cautery spatula (pcs) instrument was found to be broken. The planned surgical procedure was completed and there was no report of any patient harm involving the reported instrument and there was no report that any fragments from the instrument fell into the patient.